Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical bivona custom tracheostomy (trach) tube molding flash was not deburred and was not removed properly. No adverse patient effects were reported.